Manufacturer narrative:
This is one event for the same pt involving two separate products; associated mdrs numbers: 1225714-2013-02050, 1225714-2013-02051.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.